Event description:
During incoming inspection, the distributor rejected this device 138104 accessory electrode, flat blade with extended insulation, 10fr w/control vent & obturator, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. Performed a functional inspection, the devices were dye leak tested which indicated that the packaging had an insufficient heat seal. This will be reported as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event of ¿insufficient heatseal & (sterile) pouch or blister pack¿ was confirmed. Received three of 138104 in original packaging. Lot number was verified. Performed a visual inspection of the devices, there were no obvious signs of a breach. Performed a functional inspection, the devices were dye leak tested which indicated that one of the packages had an insufficient heat seal. The other two remaining devices had sufficient heat seals. A root cause cannot be determined; however, based upon photos, a possible cause of this event could be the device encroached on the seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 3 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 156 complaints, regarding 1,324 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to inspect and test each device before each use. We will continue to monitor per regulatory requirements to help ensure patient safety.